Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states that emergency medical services have come to visit him about 8-10 times due to their blood glucose levels. The customer states their levels had dropped to 50mg/dl, but the customer ate an orange and it went up to 115mg/dl. The customer states he has been unresponsive with a blood glucose level of 19mg/dl to 20mg/dl. The customer states that they felt that the pump was pumping too much insulin, causing the customer to run low. The customer states the doctor had made changes to the pump setting, and has since been doing fine. The customer was advised to call back as soon as issues arise in order to troubleshoot. No further assistance was needed at this time.